Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.0/4.0/085 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged with a shorter length lens on (B)(6) 2023 due to excessive vault. This resolved the problem. H6 - h6 - work order search: no additional similar complaint type events within associated lots were found. (B)(4)

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's left eye (os). High vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).